Manufacturer narrative:
The reported issue related to the side rail of the ventilator was confirmed by received photograph. The side rail is mounted with two screws and one of the screws had come loose. The side rail has not been returned and no further information has been provided. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the side rail mounted on the ventilator broke. There was no patient involvement. Manufacturer ref. #: (B)(4).